Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser was programmed to cut an arcuate but stopped cutting in the middle of the laser procedure. The surgeon lifted foot pedal and two arcs were then created in the same spot. The patient now has irregular astigmatism.